Event description:
It was reported that the user dropped the ilet pump, the cartridge connector snapped, and broken connector fragments became lodged in the pump such that the cartridge could not be removed. A replacement device was arranged and education provided on shutting down the device, syncing data to the app, continued cgm use, and the need to return the original device. No symptoms or clinical effects reported. Outcomes included no impact to health reported. Investigation included customer interview and technical review with return logistics and instructions provided. Investigation of this case revealed a damaged cartridge connector with associated obstruction preventing cartridge removal. It was concluded that the event was due to physical damage from accidental drop, with device replacement and return process initiated, and no patient injury.